Event description:
As reported by the edwards field clinical specialist, a patient with a 26mm sapien 3 ultra aortic valve implanted for 3 years and 4 months underwent a valve-in-valve procedure with a non-edwards valve due to calcification. Transesophageal echo (tee) showed the valve leaflets were thickened, calcified and restricted, with no significant aortic regurgitation present. Computed tomography (CT) revealed structural leaflet degeneration with extensive calcifications and restricted leaflet motion, in keeping with bioprosthetic aortic stenosis. The patient was symptomatic with congestive heart failure. The patient was stable post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for valve calcification was confirmed based on medical record provided. Available information suggests patient factors (calcium metabolism issue) likely contributed to the event as it reported in the records that the patient had difficulty with his calcium metabolism and took a year of extra calcium and vitamin d. This likely caused premature calcification and failure of his valve. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.